Event description:
Major knee effusion [joint effusion]. Case description: an spontaneous report was rec'd from a healthcare provider (hcp) via a company rep on 09-apr-2010 regarding a male pt of unk age who experienced a major knee effusion after treatment with synvisc. The pt had a history of previous treatment with synvisc (on unk dates) without incident. For the current series of synvisc, the pt rec'd an unk number of injections (laterality unspecified). On an unk date after treatment, the pt experienced a major knee effusion. It was reported that arthrocentesis was performed multiple times and the pt was referred to an orthopedic surgeon who performed an arthroscopic irrigation. No other info was available. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.